Event description:
The device was returned to the manufacturer for repair. During the repair, it was reported that the handpiece exceeded maximum temperature during testing. There were no adverse consequences associated with this event.

Manufacturer narrative:
The handpiece has been received at the manufacturer for investigation. According to the investigation details, the overheating was due to the lack of lubrication in the upper bearing. The device was repaired and returned to the account.